Event description:
On (B) (6), 2010, the lay user/reporter in (B) (6), the pt's daughter, contacted lifescan to report the one touch ultra meter was giving inaccurate readings. On (B) (6), 2010, the technical service rep (tsr) spoke with the reporter to obtain and verify info. On (B) (6), 2010 at 12:00 pm, the pt obtained the blood glucose reading of 130 mg/dl on the reported meter. At that time, the pt was experiencing the symptoms of 'not communicating.' The pt's daughter treated her with sweets and honey and contacted emergency services. Paramedics arrived within ten minutes and transported the pt to the emergency room. At 12:20 pm, the pt's blood glucose level was tested to be 60 mg/dl and she was diagnosed with hypoglycemic coma. The pt's specific treatment was not known; she was kept in the emergency room for four hours 'till her glucose levels were stabilized.' Earlier on the day of this event, the pt obtained meter readings 'as expected', specific readings were not provided; she ate her usual breakfast and took twenty units fast-acting insulin at 8:00 am. The pt takes an unspecified fast-acting insulin on a sliding scale based on meter readings. Her expected blood glucose readings range from 130 mg/dl to 180 mg/dl. The pt is anemic, with a hematocrit of 29% to 30%. According to the owner's booklet for the reported meter, the acceptable hematocrit range is 30% to 55%; results outside of this range may be inaccurate. On an unspecified date, the pt obtained the blood glucose reading of 230 mg/dl on the reported meter, and a reading of 150 mg/dl on a nurse's meter within 30 minutes of each other. The meter and test strips were replaced. The pt's hematocrit level was outside the acceptable range for the reported meter, which can cause inaccurate readings. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin doses based on elevated meter readings, and received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.